Manufacturer narrative:
The exact cause of the reported misalignment of the fenestrations could not be determined from the limited films provided. Pre-implant CT¿s were not provided; therefore, a complete assessment of the patient¿s anatomy could not be performed. Additional images during implant, including contrast images showing the location of the fenestrations relative to the vessels, were not available for review. Other than the user created fenestration, no clear stent graft integrity issues were seen. It is possible that this was due to a procedural/user issue. The cause of the multiple cerebral infarctions reported post-implant also could not be determined. This may have been procedural related or potentially anatomy related. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted in a patient for the endovascular treatment of a28x40mm thoracic ulcer-like projection. The patient was noted to have a bovine carotid artery. Fenestration of the bca, lcca and the lsa was planned. It was reported during the index procedure the first valiant stent graft was deployed in the descending aorta. A radiopaque marker wassewn to identify the lsa region. The next valiant device with fenestration was then implanted from zone 1 along the greater curvature side. Fluoroscopy was run and it was observed that the second device with the fenestration was facing the anterior wall and the fenestrations of the 3 branches were not aligned correctly. The physician elected to perform a surgical cut down of the bca and lcca blood vessels and perform a chimney procedure using non mdt (vbx) stents and the procedure was completed without any endoleaks observed. Per the physician the cause of the misalignment was due to user error and that the physician should have observed under fluoroscopy before implanting the valiant device with fenestration was facing the anterior wall. It was further reported post the index procedure the patient did not wake up and MRI imaging confirmed multiple cerebral infarctions. Despite the patient regaining consciousness no spontaneous breathing was observed. Per the physician the cause of the multiple cerebral infarctions was not determined. No additional clinical sequelae were reported and the patient will be monitored.